Event description:
The customer reported the battery would not charge and the device would not power up. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the battery would not charge and the device would not power up. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted once the investigation is completed.